Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator was found to be in backup operation. The device was reprogrammed back to normal settings. The patient was in stable condition.